Event description:
It was reported, that this right ventricular (rv) lead was suspected to exhibit loss of capture. Additional testing was planned for a later date. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).